Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 455 mg/dl. The customer stated that they had lost three sensors in one day because they could not find a good spot on the body to insert them. The customer stated one started bleeding with one of the sensors. The customer was treated for the high blood glucose with a manual injection. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.